Event description:
It was reported that during a procedure the console did not work anymore and prompted an error message. The procedure was cancelled after the patient was sedated. There were no patient complications reported. This event is being reported for the aborted procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure the console did not work anymore and prompted an error message. The procedure was cancelled after the patient was sedated. There were no patient complications reported. This event is being reported for the aborted procedure.